Event description:
It was reported that this pacemaker was part of the system revision due to infection and endocarditis. Reportedly, a mitral valve replacement (mvr) was performed. No additional adverse patient effects reported. The pacemaker was explanted.